Event description:
It was reported that during follow-up, the patient alert did not vibrate when initially tested. After multiple attempts a vibration was observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.